Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation results of the suspect device. The subject device completed evaluation. Olympus technician was unable to reproduce the event of no image. It is recommended to update the main switch and software version. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image could not be determined at this time as event was unable to be reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, olympus has not received the subject device for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image reflected on the screen after the scope was connected to the evis exera iii video system center prior to an unknown diagnostic procedure. The procedure was completed without delay using a similar device. No other devices were replaced. During follow up with the user facility, the customer reported the settings and connections were checked and were found to be correct. The cable was not kinked, coiled or damaged, however, the device had experienced a deep impact with a hard surface. There were no reports of patient harm associated with this event.